Manufacturer narrative:
Patient initials are (B)(6). There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: mnh. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 8 of 13 for (B)(4).

Event description:
It was reported that the patient underwent fusion surgery on (B)(6) 2014 to treat the patient¿s degenerative scoliosis. Synthes matrix hardware and including 5.5mm titanium rods were used and the patient was instrumented from t10-ilium. At an unknown time postoperatively, the patient experienced nonunion and developed stenosis. The patient developed stenosis at levels t8-t10 above the (B)(6) 2014 fusion. Nonunion was discovered at levels l5-s1. Also, on an unknown date, the patient broke both rods from the (B)(6) 2014 surgery ¿ the right rod was broken between level s1 and the iliac screws, and the left rod was broken between the level l5 and s1 screw. The right level s1 matrix polyaxial screw was also broken off about 20mm distal to the head. The distal portion of this screw was not retrievable in the revision and remains in the patient. The matrix transconnector between levels l3 and l4 levels was also broken. Revision surgery was performed on (B)(6) 2015. The first part of the revision was to address the patient¿s stenosis above the level of the (B)(6) 2014 fusion. Depuy expedium 5.5mm rod poly screws were implanted at levels t6, t7 and t8. A laminectomy at was performed at levels t8-t10. The depuy expedium construct was connected with the existing synthes matrix construct using extension connectors from the expedium set ((B)(4)). There was enough rod cranial to the t10 screws from the previous construct to connect the constructs together. That portion of the revision was completed successfully. The second step in the (B)(6) 2015 revision was to revise the distal part of the construct. The broken transconnector that was placed between the level l3 and l4 screws was removed. The rods between the levels l3 and l4 matrix screws were cut with a metal cutting burr and removed. The matrix screws at levels l4, l5, s1 and iliac screws were then removed. The distal part of the right s1 screw remains in the patient as it was broken. All screws except the broken right s1 screw were replaced with depuy expedium 5.5mm rod poly screws. The depuy expedium rods were then connected to the level l4-ilium construct. The caudal depuy expedium construct was not connected to the synthes matrix construct as the patient did have a solid fusion above the l5-s1 nonunion. The procedure was successfully completed. This report is 2 of 7 for com-(B)(4).